Manufacturer narrative:
H3: device evaluation: lens was returned dry in a micro-centrifuge vial. Visual inspection found a torn lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -4.5/1.0/068 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2023 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).